Manufacturer narrative:
Investigation: per customer the welds looked "charred"and they found that the wafer in the box was bent, preventing the wafer from advancing. A used wafer and partially consumed cartridge was received by terumo bct for evaluation. To avoid risk of exposure, the cartridge and wafer remained within the biohazard bag during visual inspection. Upon visual inspection, it was found that the used wafer had a viscous and burnt material on each side. One side showed the material in a rectangular shape and appeared mostly amber with some darker brown areas near the midsection of the wafer. The other side showed two distinct circular areas where the material had settled onto the wafer which were also amber in color and slightly darker in some areas, likely due to excessive heating. A horizontal line was observed within the wafer material on this side that was more deeply cut into the copper material than on the other side. There was no observable bowing or denting of the wafer that had been used. The cartridge was closely inspected and found to have a bent wafer that was impeding it from advancing. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that while welding tubing to create a split unit of an autologous stem cell collection, the welder did not eject the wafer and multiple welds were created using the same wafer. The customer stated that one of the units had tested (B)(6) for (B)(6). There were 2 donors with 3 donations involved and a total of six products aliquoted and frozen. Per the customer, none of the units were transfused. Unit (B)(6) - split unit (second product) the customer declined to provide the donor age,gender, weight and outcome.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: the root cause of the multiple welds was a bent wafer within the cartridge that was impeding wafers from advancing. The root cause for the bent wafer was undetermined.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: during follow-up, the customer reported that they are not alleging the tscd device caused any patients to contract (B)(6) and that no patient's had contracted (B)(6) as a result of this event. It was reported that on (B)(4), one weld was performed on a (B)(6) autologous donor unit and the wafer ejected with no issues. A terumo bct service technician checked out the machine at the customer site. The technician inspected the path of the wafer from cartridge to wafer bin, but was unable to detect what cause wafer to get suck and burn the tubing. It was found that the gaps on the left clamp were out of out of specifications. The gap was reset and an electrical safety test lc/gb (high leakage current/ground bond) test and functional checkout on device were successfully performed. It was verified that no wafers were jamming. Reporting of the other units involved with this event can be found in mdrs # 1722028-2018-00172, 1722028-2018-00173, 1722028-2018-00174, 1722028-2018-00175, 1722028-2018-00176. Investigation is in process. A follow-up report will be provided.

Event description:
During follow-up with the customer, it was determined that on 05/24/2018 a weld was made on a non-hep c positive unit (w221118200127) and the customer did not realize that the wafer did not eject. Following this weld, a weld was made on this unit (w221118200126), ahep c positive autologous donor, followed by three welds on a non-hep c autologous unit (w221118200128). This is when the customer realized the wafer had not ejected from the first weld. A total of 5 welds were made from 3 donations with a total of 5 products for this event. The unit was discarded and not transfused. Corrected unit ID: w221118200128 - third weld.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Investigation is in process. A follow-up report will be provided.